Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. When the customer attempted to bolus, the numbers ramped up. Customer's blood glucose level was 77 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.